Manufacturer narrative:
Concomitant medical products: product ID: 4351-35, serial#: (B)(4), implanted: (B)(6) 2022, explanted: (B)(6) 2022, product type: lead; product ID: 4351-35, serial#: (B)(4), implanted: (B)(6) 2022, explanted: (B)(6) 2022, product type: lead. Other relevant device(s) are: product ID: 4351-35, serial/lot #: (B)(4), ubd: 16-mar-2024, UDI#: (B)(4); product ID: 4351-35, serial/lot #: (B)(4), ubd: 16-mar-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for gastroparesis. It was reported that the patient was experiencing a shocking sensation, the doctor removed and replaced both leads and found that one of the original leads was compromised by the bovie at the time of original implant; which was causing the issue. It was reported the issue was resolved by replacing both leads.